Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken display, "pantalla rota"; this condition had the potential to interrupt delivery. This condition was found in the general pt ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).evaluation summary: the customer reported condition, broken display, was confirmed by service. The cause of the reported condition was determined to be a broken main display/printed circuit board (pcb) assy due to mishandling. The main display/pcb assembly was replaced to fix the reported condition.